Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed, during which a hole in the balloon tubing was noted. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed, during which a hole in the balloon tubing was noted. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 0165250008. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 0170311005. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Correction to field h6: patient codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.